Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/03/2014 with the following results:a review of the black box showed loss of prime with non-zero force. No loss of prime occurred during investigation. The force sensor was found to be out of calibration. The pump cover was opened and the force sensor resistance was out of specifications. Evidence of contamination was found on the force sensor. Unrelated to the complaint, the display screen was dim and discolored. The keypad cover was torn below the ok keypad button and above the up arrow button. The keypad buttons were intermittently unresponsive and evidence of contamination was found under all key contacts. The bolus button was hard to push and unresponsive. The bolus button plug was off center and there was contamination on bolus button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).